Event description:
Overdelivery reported. Info received from abbott international affiliate, abbott canada, stated that the pump was set to administer 74ml of an unspecified antibiotic at 50ml/hr to be delivered in 90 minutes. The pump stopped 15 minutes ahead of the scheduled time. The pump indicated having delivered 58ml, when the bag and tubing were empty. No patient harm was indicated.